Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the right coronary artery (rca). During a percutaneous transluminal coronary angioplasty (ptca), a 2.75x38mm xience prime drug eluting stent (des) was advanced but failed to cross the anatomy. After removal of the des, the stent could not be located on the delivery system or in the patient anatomy. A 3x28mm xience prime was then used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep; failure to follow steps/instructions. The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported xience prime stent delivery system (sds) was not inspected to confirm that the stent was on the delivery system prior to it entering into the patient. It should be noted that the xience prime everolimus eluting coronary stent system instruction for use (IFU) states: prior to using the device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, it is unknown if the IFU deviation related to failure to follow instructions and stent preparation caused the reported difficulties. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified, moderately tortuous, 90% stenosed anatomy during advancement causing the reported failure to advance. A conclusive cause for the reported stent dislodgement could not be determined; however, factors that may contribute to stent dislodgement include, but are not limited to, manufacturing damage, material damage, and user handling damage. The stent was not located after the delivery system was removed from the anatomy. It is possible that the stent remains in the patient; however, this cannot be confirmed. It is possible that inadvertent handling damage during device preparation caused the stent to dislodge; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the following information was received: it was reported that the stent was not confirmed to be on the delivery system prior to entering the patient anatomy. No additional information was provided.